Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. The physician removed and then reinserted the computer's battery which resolved the issue. Interrogation was then completed successfully.